Manufacturer narrative:
(B)(4). The customer¿s report of a fentanyl overinfusion was not confirmed. Analysis of the pcu event log shows that at 10:26 am on (B)(6) 2017 the device was programmed to infuse fentanyl standard conc 1mg/100ml at a rate of 11ml/hr. Two minutes later the user paused and then channeled off the device. Drug calculation was then used to program an infusion of 1000mcg/100ml at 2 mcg/kg/hr, resulting in a rate of 10.8ml/hr. The infusion continued until 12:49 pm, when the device was channeled off. During this period, the device alarmed twice for fluid side occlusion and at 11:42 am, the user programmed a delay for 60 minutes. While the device was in standby, there were multiple door open, door closed and flo stop open events. The volume recorded as being infused during this period was 15.099ml. The starting volume of the fluid container cannot be determined through device logs. Functional testing found the device to be delivering fluid within specification. Although an overinfusion was not confirmed, the module was observed to have a cracked bezel underneath the membrane frame. Damage to the bezel assembly may lead to potential periods of unintended flow. The root cause of the customer¿s report of a fentanyl overinfusion was not identified.

Event description:
The customer reported that a fentanyl infusion ran faster than expected; intended programming parameters were not provided. After the event was discovered, the patient was initially bradycardic, required short term mechanical ventilation, and later recovered, with no other effects reported. In the subsequent hospital biomed investigation, the device failed accuracy testing and visible damage was observed around the door components.